Event description:
The tandem slim x2 pump is not working properly as stated in the owners manual. The pump continues goes out of range from the sensor. This affects the amount of prescribed dose of insulin that is received which adversely affect your blood sugar resulting in internal health complications. This needs to be investigated asap. After contacting tandem and going through a reset process this issues has continued with no resolve. Please look into this concern for myself and many others who have been misled by tandem and its slim x2 pump.